Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Method - work order search. Results - a lens work order search was performed and no similar complaints were found. Conclusion - based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vicmo13.7 implantable collamer lens, -11.00 diopter, in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to excessive vaulting. The lens was not exchanged for another icl lens.

Manufacturer narrative:
(B)(4). Device evaluation: product evaluation found that the lens was returned dry in the lens container. Visual inspection found the lens haptic torn/broken. Dimensional inspection found lens was within specification. (B)(4).